Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test revealed a damaged downstream occlusion (dso) seal and a scratched lens. The cause of the primary problem of a problem with the motor was that the motor in the device had more than 12 million revolutions. The motor was replaced.

Event description:
It was reported there was a problem on motor. There was unknown patient involvement.